Event description:
On (B)(6) 2012, a surgeon reported that during the patient's generator replacement surgery that day due to end of service, the surgeon noticed the lead was fractured and decided to change the lead as well. The surgeon later reported that low impedance was seen during surgery; dcdc=0/impedance value<600ohms. No x-rays were taken prior to surgery. It was unknown if patient manipulation or trauma occurred. The explanted generator and lead were returned for product analysis on (B)(6) 2012, that is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.